Manufacturer narrative:
Patient weight and race unknown/ asked but not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Device evaluation: the complaint lens was received inside of the original lens case. No additional materials were received. Visual inspection under magnification revealed that the complaint lens was received with a cut in the optic body, that did not sever the lens. The lens was cleaned and, no issues that could cause or contribute to the complaint issue could be identified based on the return condition of the lens, no further product evaluation could be performed. The complaint issue was not confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search in complaint system revealed one additional complaint folder was received for this po. However, complaint issues reported are not related. Therefore, no escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. An attempt has been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported after an intraocular lens (iol) was fully inserted in the patient¿s operative eye, the bag broke. The lens was taken out and a different iol, a 3-piece lens was implanted (serial number of replacement lens was not a valid johnson & johnson lens number). The patient outcome was not provided, but it was indicated that there was no injury. No further information was provided.